Event description:
A 3.50mm diameter x 30mm length endeavor sprint rx drug-eluting stent was inserted into a patient for treatment of a mid rca lesion, which was moderately calcified. The lesion had been pre-dilated. It was confirmed that the device had been inspected prior to use and negative prep was performed with no issues noted. It was reported that the endeavor sprint rx balloon was inflated, gradually, without issue. An attempt was made to inflate the balloon to greater than 16 atm, however, this was not possible and the endeavor sprint stent was deployed at 16 atm. Following the successful removal of the endeavor sprint stent delivery system from the patient, a pin-hole leak was identified in the balloon. Post-dilatation was carried out to 20 atm, with an other brand balloon. The patient is reported to be fine. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation summary: the endeavor sprint rx stent delivery system and procedural images were returned for evaluation. Negative prep was carried out on the returned device and a constant stream of air bubbles seen entering the syringe, confirmed the presence of a leak in the device. Upon investigation, a small tear was found in the mid/distal balloon material. A review of the procedural images identified the lesion as being in the mid rca. The lesion had been pre-dilated. However, images captured following the pre-dilation indicated that residual calcification remained in the vessel. This residual calcification was also evident in the images captured during the placement of the endeavor sprint rx device, on the distal side of the lesion. (B)(4). Method: x-ray, fluoroscopy, ivus, CT, MRI etc. Results: residual stenosis. Conclusions: residual stenosis.